Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mr with a grade of 4. Two clips ((B)(4)) were implanted, reducing the mr to 1. On (B)(6) 2018, the patient returned to the hospital with shortness of breath. One clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr was increased to 4+. On (B)(6) 2018, a second mitraclip procedure was performed for treatment. One clip was implanted, reducing the mr to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other similar incidents. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. The reported dyspnea recurring mitral regurgitation (mr) appear to be cascading effects of the sdla as the patient mr had increased to grade 4+. The reported patient effect of dyspnea and worsening mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.